Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 400 mcg/ml at 79.93 mcg/day, fentanyl 2000 mcg/ml at 399.7 mcg/day, and bupivacaine 20 mg/ml at 399.7 mcg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient was admitted to the hospital for increased pain saying his pain pump was not working. The pump was interrogated, and logs did not reveal anything unusual or any alarms. The patient indicated his personal therapy manager (ptm) did not work on the night of (B)(6) 2017 (contributing to his current condition). The manufacturing representative examined the ptm and found the batteries to be low. The manufacturing representative put new batteries in and gave the patient a bolus without any problems. The logs did not reveal anything unusual. There were 5 instances from ¿(B)(6) 2017 through (B)(6) 2017¿ in which the error code 89 was detected, but each instance the code 88 was also detected. The manufacturing representative told the patient and his wife to make sure they used the antenna with the ptm to communicate with the pump. The patient was going to be held for observation and then discharged at a later date which was to be determined. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No interventions were taken. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved. The patient¿s medical history was not known. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-apr-18. It was reported that the exact dates and times of the error codes 88 and 89 were on (B)(6) 2017 at 13:01, (B)(6) 2017 at 16:58, and on (B)(6) 2017 at 19:57. It was stated that the representative stood corrected as on (B)(6) 2017 only error code 89 was detected twice and time stamped at 11:58 each time it was indicated that it was unknown if the alleged denied boluses corresponded with the times of the 89 error codes and that in visiting with the patient about the issue, the patient could not remember the exact times it was indicated that the information had been confirmed with the account. No further complications were reported.